Manufacturer narrative:
H4: the device was manufactured from december 19, 2017 - december 20, 2017. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the device was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor filled with 270ml of physiological serum and 3g of cefazolin. The reporter stated that after 24 hour of diffusion, 100ml remained in the folfusor. The device was connected to a non-baxter catheter equipped with an anti-return valve. There was no report of patient injury or medical intervention associated with this event. No additional information is available.